Manufacturer narrative:
(B)(4). D10: 110010244 g7 osseoti 3 hole shell 52mm e 7480872. 0100561217 wagner cone prosthesisâ®, 125â°, uncemented, ã¸ 17, taper 12/14 3148141. 00877503603 bioloxâ® delta, ceramic femoral head, l, ã¸ 36/+3.5, taper 12/14 3136761 g2: foreign: australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. An adequate complaint history review cannot be performed as the complication, failure mode, and/or harm experienced by the user is unknown. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a hip arthroplasty. Subsequently, the patient was revised for unknown reasons. The stem was the impacted implant.